Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b). The erroneous result was reported outside of the laboratory. The initial hcg + b result was 2.3 miu/ml. This result was reported outside of the laboratory. The patient contacted the laboratory because this result did not correspond to her clinical status as she was pregnant. On (B)(6) 2016, the sample was repeated twice with results of 20387 miu/ml with a data flag after a dilution of 1:100 and 18238 miu/ml with data flag after a dilution of 1:100. The results of 2.3 miu/ml and 18238 miu/ml were from the same primary tube. The result of 20387 miu/ml was from another tube collected from the patient on the same day as the primary tube. No adverse event occurred. The hcg + b reagent lot number was 19028000 with an expiration date of 03/31/2017. The last liquid flow cleaning was on (B)(6) 2016. No quality controls (qc) were provided for the day of the event. On (B)(6) 2016, qc was performed 3 times; one time was out of range. Calibration signals on (B)(6) 2016 were acceptable. Without the qc results from the day of the event, temporary reagent issues are not excluded. The last pinch valve tube exchange was during preventive maintenance at the end of (B)(6) 2016. It is recommended to exchange the pinch valve. Additional information was requested for investigation but was not provided. Possible root causes may be related to sample aspiration errors caused by the presence of bubbles, foam or fibrin in the sample.